Event description:
The customer's mother stated that insulin leaks past the o-rings of the reservoir every time the insulin amount gets down to 50 units. The mother stated she handles the reservoirs correctly. The mother also reported a blood glucose reading of 493 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.